Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d274trk biv ICD, implanted: (B)(6) 2010; 419478 lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to low impedance, high thresholds and poor sensing. No patient complications have been reported as a result of this event.